Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. On 25 march 2024, it was reported that patient faced an issue with two infusion sets were fell during use. The infusion sets were in use for one to two days. During first event blood glucose level was unknown and during second event blood glucose level was 126 mg/dl.the patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-02186 - device 1 of 2.